Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle stopper is deformed. The following information was provided by the initial reporter: the "stopper" is what the consumer was describing in email. Stated, she was unable to use syringe due to "stopper" be damaged or squished inside barrel. I have a package of 10 bd insulin syringes where one is defective. The black plunger is squished inside the syringe so will not allow me to pull the syringe out. These are 1ml/8mm/31g.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 09-jun-2023. Investigation summary: customer returned (1) 1.0ml 31ga 8mm syringe loose. It was reported by the consumer that she was unable to use syringe due to "stopper" be damaged or squished inside barrel. Returned sample visually examined and observed deformed/damaged stopper. A review of the device history record was completed for batch# 2207946. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Embecta was able to confirm the customer indicated failure. There were no quality notifications or dispatches that pertained to the complaint; therefore, no root cause can be determined.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle stopper is deformed. The following information was provided by the initial reporter: the "stopper" is what the consumer was describing in email. Stated, she was unable to use syringe due to "stopper" be damaged or squished inside barrel. I have a package of 10 bd insulin syringes where one is defective. The black plunger is squished inside the syringe so will not allow me to pull the syringe out. These are 1ml/8mm/31g.